Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument underwent internal and external inspection, and no issues were detected. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The large clip applier was received with no remaining uses, indicating that the instrument was previously not utilized. During in-house testing the instrument applied three clips successfully.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier had difficulty handling the clip. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.